Event description:
During follow-up on 5 may 2000, an extended charge time was observed along with a battery voltage of 2.7v. An unsuccessful manual capacitor reform was performed to try to improve the charge time. The decision was made to monitor the ICD. During evaluation on 19 july 2000, the extended charge time was again observed. The device was explanted.